Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions to inspect and clean the pump, ensuring the cartridge was properly in place, and was able to successfully complete the load process and resume insulin delivery.